Event description:
It was reported that the right ventricular lead exhibited high impedance. It was noted that the impedance had been trending close to the upper limit and recently increased to just above the limit. No intervention was performed. The patient will continue with regular monitoring.